Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 36 and 48 hours on the arm. For treatment, the parent changed out the pod and gave a correction bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be stretched and flattened. Fluid was able to flow through the entire fluid path despite the damage to the soft cannula and no leaks were observed. It could not be conclusively determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.